Event description:
The customer called to report a motor error alarm during a bolus delivery. The customer stated that the insulin pump was not exposed to high magnetic fields. Troubleshooting was performed, and the insulin pump passed the displacement and self tests. The customer reported that the drive support cap was flush. Advised the customer that the insulin pump should be replaced, but she declined at this time. The customer stated that she would like to speak with her hcp and insurance due to the insulin pump being out of warranty. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.